Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of fifty three devices. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device thread broke. This incident happened in multiple rooms, and an individual said she was able to open a few packages and 'tug' on the strand to test it, and broke it herself as well. There is no patient involved.